Event description:
It was reported that the pump went into safe mode after 3t MRI in 2007, with recovery 1.5 hours later; and then twice again on two different dates after neuron radiation therapy for four days in 2007. The radiation was delivered through the back toward the abdomen on the same sides as the pump. The pump was updated out of safe state on the date of this report. The pump contained dilaudid 3 mg/ml, bupivicaine 40 mg/ml and compounded baclofen 300 mcg/ml. The implanted pump was subsequently stopped as it was not functioning due to mris and radiation therapy; the patient was not experiencing adequate pain relief. The patient is currently receiving medications via an epidural catheter and another manufacturer's external ambulatory infusion pump with good pain control.